Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited under-sensing. No intervention was performed, and patient will be continued to be monitored. No patient consequences were noted.